Manufacturer narrative:
Good faith effort attempts were made to try and retrieve product return information. No further details are available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv ) lead exhibited increased threshold measurements since one week post implant. Additionally, pacing impedance had increased from 502 ohms to 818 ohms. Therefore, a revision procedure was performed. The lead was explanted and successfully replaced with another boston scientific lead. The lead is expected to be returned for evaluation. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv ) lead exhibited increased threshold measurements since one week post implant. Additionally, pacing impedance had increased from 502 ohms to 818 ohms. Therefore, a revision procedure was performed. The lead was explanted and successfully replaced with another boston scientific lead. The lead is expected to be returned for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner and outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.